Event description:
It was reported that a (B)(6)-year-old female patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During the procedure, a pericardial effusion was noticed. The patient had a drop in blood pressure and the pericardial effusion was confirmed by intracardiac echo (ice) & fluoroscopy. Medical intervention provided was a pericardiocentesis and 400cc of fluid was removed. The patient was reported to be in stable condition. The physician did not know when or where the pericardial effusion occurred but that it was noticed after ablation was completed. The physician¿s opinion on the cause of this adverse event was the procedure. Patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event, so far one additional night in the hospital. A transseptal puncture was performed with an abbott brk. There was no evidence of a steam pop. The irrigated catheter flow setting was per instructions for use. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector with the visitag module parameters for stability set to 2mm, 3 seconds, 25% 3g with no additional filter used. Color options used prospectively was impedance- but did not guide ablation based on color of the visitag.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a 78-year-old female patient (80.3kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, a pericardial effusion was noticed. The patient had a drop in blood pressure and the pericardial effusion was confirmed by intracardiac echo (ice) & fluoroscopy. Medical intervention provided was a pericardiocentesis and 400cc of fluid was removed. The patient was reported to be in stable condition. The physician did not know when or where the pericardial effusion occurred but that it was noticed after ablation was completed. Patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event, so far one additional night in the hospital. The device evaluation was completed on 30-mar-2022. The device was returned to biosense webster for evaluation. A visual inspection, deflection, magnetic sensor functionality, screening, temperature and impedance, cool flow pump, patency, and electrical tests of the returned device were performed in accordance with bwi procedures. The smart touch bidirectional sf device was visually inspected and it was found in good condition. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. The root cause of the adverse event remains unknown. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device 30685267l, and no internal action was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).